Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty in inserting this left ventricular (lv) lead into the header of a non-boston scientific device. Even after applying mineral oil to the terminal pin, the lv lead would not fit into the port properly. Eventually the lv lead was inserted into the header and a high out of range pacing impedance measurement of greater than 3000 ohms was observed as the terminal pin was not fully inserted all the way into the port. The physician decided to leave the lv lead implanted in the patient as is and the device was reprogrammed. No adverse patient effects were reported.